Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone18.1, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized with hypoglycemia on (B)(6) 2026. The patient's blood glucose levels decreased to 40 mg/dl while wearing the pod for an unknown duration. It was reported that the mother found the patient unconscious in their room. Symptoms reported include blood sugar going low and loss of consciousness. The patient was diagnosed with severe hypoglycemia. The patient was treated with dextrose boluses. As of may 19, the patient was still hospitalized.